Event description:
It was reported that the pulse generator exhibited elective replacement indicator in (B)(6) 2012. On (B)(6) 2013 all past battery test had resulted in readings of beginning of life voltage. The elective replacement indicator trigger was reset and the patient would be followed normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.